Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 10 mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcifed left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmosheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient was good. It was further reported that the balloon ruptured during the first inflation for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcifed left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmosheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient was good. It was further reported that the balloon ruptured during the first inflation for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmosheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient was good.